Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline stent resistance with the marksman catheter and damage to both devices. The patient was undergoing surgery for treatment of a saccular, unruptured, right clinoid segment, intracranial aneurysm with a max diameter of 4.7 mm and a 3.1 mm neck diameter. The landing zone was 3.1 mm distally and 4.16 mm proximally. The access vessel was the femoral artery of a diameter of 7 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered at an unknown platelet reactivity units (pru) level. The angiographic result post procedure was normal. It was reported that the operator delivered the pipeline stent (ped2-425-16) through the marksman catheter (fa-55150-1030) to the m2 segment of the middle cerebral artery. The catheter was slowly withdrawn to deploy the stent. After approximately 5 mm of deployment, the stent became stuck at the tip of the microcatheter. Multiple attempts to deploy the stent were unsuccessful. The operator then slowly resheathed the stent into the catheter and attempted redeployment. After 4¿5 mm of deployment, the stent again became stuck at the distal end of the catheter. The operator removed the catheter and stent together from the patient. Upon inspection, distal deformation (flattening) of the catheter tip was observed, which affected stent deployment. The operator attempted to deploy the stent outside the body and reported that, although less force was required than in vivo, significant resistance was still present. Fraying was observed at the distal end of the stent, and stent damage was suspected. The stent was stuck (locked up) during deployment in the distal section of the catheter. The physician did attempt to release the load (slack) in the system to resolve the issue. However, it did not resolve the issue. The pushwire was not damaged. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. Additional information was received. The causes or contributing factors for the event were not identified. The procedure was completed after using a new stent ped2-425-18 and a new catheter fa-55150-1030. A continuous catheter flush was administered during the procedure. The operator stated that the resistance was greater when delivering to the middle and distal segments than to the proximal segment. The reported statement of "after approximately 5 mm of deployment, the stent became stuck at the tip of the microcatheter. Multiple attempts to deploy the stent were unsuccessful" was clarified that after the stent was released for approximately 5 mm, it became stuck at the tip of the microcatheter. Multiple attempts to open the stent were unsuccessful. The reported statement of "the operator attempted to deploy the stent outside the body and reported that, although less force was required than in vivo, significant resistance was still present" was clarified to be that "deploy" meant to open the stent.